Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left hemi hepatectomy, on the cutting liver, the stapler was not able to fire, the surgeon was able to press the green button and was unable to squeeze the handle. They replaced same device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.